Manufacturer narrative:
The unit was not returned for evaluation. The lot number was not provided; therefore, a DHR review could not be performed. The reported issue was that the blood in the reservoir drained out of the reservoir and the level detector did not alarm when needed. (B)(4). From the information provided by the customer, the level sensor had been placed on the back of the reservoir. The issue was believed to be caused by the constant flow from the cardiotomy that caused the level detector to not alarm when the actual reservoir was drained. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the sorin level sensor on the back of the 3cx*fx15rw30c did not alarm when the reservoir drained. The sorin level sensor does not fit on the front of the terumo 3l reservoir (because it is not flat); therefore, the customer attaches the level sensor to the back of the reservoir. The incident occurred when there was continuous cardiotomy blood return (i.e. There was a continuous blood flow over the level sensor). The reservoir drained and air reached the oxygenator module but the level detector never alarmed. Per the perfusionist on the case, the reason the sorin level detector did not alarm was likely due to the fact that there was a continuous flow of blood over the level sensor from the cardiotomy flow; therefore, the level sensor did not sense the lack of volume in the reservoir. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.